Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ping meter had black marks on the display. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue occurred at 8am on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied making any changes to their regular diabetes management routine as a result of the alleged product issue. The patient did not experience any symptoms as a result of the issue, but stated that they self-treated by consuming more food and/or drink at 11:30pm on (B)(6) 2015. The patient then also stated that they obtained a blood glucose result of ¿340mg/dl¿ with an onetouch ultramini meter at 11:45pm the same evening. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product was being used. The products were replaced and requested to be returned for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 5/20/2015 device evaluation. The lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be scratched. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.